Manufacturer narrative:
Correction; manufacturer report 2017865-2016-07018, this event should not have been reported as a medical device report (MDR) as the product has not been approved by the FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with symptoms of muscle stimulation. No intervention had been reported.